Event description:
A cbf (cerebral blood flow) monitor and evd were placed. The surgeon did not utilized a licox. The cbf and icp waveform never materialized at either 20mm or 25mm depths. The neurosurgeon felt it may have been attributed to the pt's skull pathology. The pt's head CT was viewed and the skull appeared very thick, it was also observed that the neurosurgeon placed the catheters more anterior than what the directions for use (dfu) recommends. Given the thick bone and unk depth of the subarachnoid space, the catheter may be located in the parenchyma. Low cbf and icp values were observed, however, the waveform was a flat line.